Manufacturer narrative:
The reported problem was not duplicated. We are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device was not returned rather field service engineering went to the site to evaluate the system and found it performing to specifications. This module met specifications on the date of manufacture. The investigation is underway.

Event description:
The user facility reports that the system randomly shutdown. It was reported there was no patient impact.